Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and a wall outlet, and charging connection was not recognized by the pump. There was no reported impact to the customer¿s blood glucose level. Healthcare provider successfully charged pump using a laptop and personal tandem cable, customer was advised to rely on injections if pump battery depleted before new supplies arrived, technical support sent replacement tandem cable and wall adapter with two-day shipping, and later sent a follow-up email before closing case.